Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call the blood glucose was running high. The customer had a blood glucose of 383 mg/dl and when attempting to change the set received a no delivery alarm. The customer also reported that she had some bent cannulas in the past. The blood glucose had run as high as 400 mg/dl. The customer treated with a bolus. The drive support cap appeared normal and recessed. The customer stated that a health care professional would be checking the settings and declined troubleshooting for the no delivery alarm.